Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to a calibrated laboratory device on three occasions. The reporter claimed obtaining blood glucose readings of 97, 119 and 126mg/dl respectively with the subject meter and 73, 88 and 74mg/dl respectively on a lab device, each performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.